Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is as stated by the reporter this was a scheduled routine removal and according to the directions for use, the plates and screws should be removed after approximately 1 year when the bone fracture is healed over. In this case it was almost 4 years when the removal was done. The directions for use (dfu-0125) precaution states: removal of supplemental fixation after healing: if the supplemental fixation is not removed following the completion of its intended use, any of the following complications may occur: bending, loosening, and/or breakage, which could make removal impractical or difficult. The surgeon should carefully weigh the risks versus benefits when deciding whether to remove the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that there was complication occurring in conjunction with explantation of an ar-13200m-05l meta open wedge plate low profile 5.0. The device was implanted on (B)(6) 2010. On (B)(6) 2014, explantation was done at which time, one screw could not be removed (despite all efforts taken). It was the opinion of the patient who said that due to the screw head material being too soft (this was a titanium screw), screw head wore out during explantation attempt. Follow-up investigation: this was a scheduled routine removal, according to the dfu the plates and screws should be removed after approx. 1 year when the bone fracture is healed over. However, one screw was totally unable to be removed and is now fixated in the bone (the screw head was sawed-off too).